Event description:
It was reported that an ilet user experienced persistent high blood glucose after multiple infusion set changes in which the adhesive removal and insertion technique displaced the teflon inset and insulin delivery was not established until agent-assisted, stepwise guidance restored infusion through a new set. Blood glucose decreased to 201 mg/dl after insulin symptoms included hyperglycemia reaching 401 mg/dl with associated lethargy, malaise, and sleepiness/ drowsiness. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and spouse, analysis of information provided by the user, and targeted troubleshooting and education, with additional replacement supplies shipped. Investigation of this case revealed no device malfunction, with a usage problem identified related to incorrect application of the infusion set, and the device component implicated was the infusion set. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions with an unintended use error.